Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure (batch no. 731686) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". On (B)(6)2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("dyspareunia(painful sexual intercourse)"), menorrhagia ("menorrhagia(heavy menstrual bleeding)"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection"), fatigue ("fatigue") and alopecia ("hair loss") and was found to have weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy (full) and salpingectomy (unilateral)). Essure was removed on (B)(6)2016. At the time of the report, the device dislocation, pelvic pain, abdominal pain, back pain, dyspareunia, vaginal discharge, vaginal infection, fatigue, weight increased, weight decreased and alopecia outcome was unknown and the menorrhagia had resolved. The reporter considered abdominal pain, alopecia, back pain, device dislocation, dyspareunia, fatigue, menorrhagia, pelvic pain, vaginal discharge, vaginal infection, weight decreased and weight increased to be related to essure. The reporter commented: patient received treatment for menorrhagia and migration. The essure removal was recommended by treating physician. Additional surgery on (B)(6)2014: salpingectomy (unilateral), oophorectomy (unilateral) for torsed ovary with mass. Essure device inserted through port and deployed in tube without incident. 1 coil visualized. Opposite os located, essure device inserted and deployed without incident. 1 coil visualized. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2020: mr received. Reporter and lot number added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure (batch no. 731686-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("dyspareunia(painful sexual intercourse)"), menorrhagia ("menorrhagia(heavy menstrual bleeding)"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection"), fatigue ("fatigue") and alopecia ("hair loss") and was found to have weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy (full) and salpingectomy (unilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, pelvic pain, abdominal pain, back pain, dyspareunia, vaginal discharge, vaginal infection, fatigue, weight increased, weight decreased and alopecia outcome was unknown and the menorrhagia had resolved. The reporter considered abdominal pain, alopecia, back pain, device dislocation, dyspareunia, fatigue, menorrhagia, pelvic pain, vaginal discharge, vaginal infection, weight decreased and weight increased to be related to essure. The reporter commented: patient received treatment for menorrhagia and migration. The essure removal was recommended by treating physician. Additional surgery on (B)(6) 2014: salpingectomy (unilateral), oophorectomy (unilateral) for torsed ovary with mass. Essure device inserted through port and deployed in tube without incident. 1 coil visualized. Opposite os located, essure device inserted and deployed without incident. 1 coil visualized. Lot number reported 731686 is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("dyspareunia(painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection"), fatigue ("fatigue") and alopecia ("hair loss") and was found to have weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy (full) and salpingectomy (unilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, pelvic pain, abdominal pain, back pain, dyspareunia, vaginal discharge, vaginal infection, fatigue, weight increased, weight decreased and alopecia outcome was unknown and the menorrhagia had resolved. The reporter considered abdominal pain, alopecia, back pain, device dislocation, dyspareunia, fatigue, menorrhagia, pelvic pain, vaginal discharge, vaginal infection, weight decreased and weight increased to be related to essure. The reporter commented: patient received treatment for menorrhagia and migration. The essure removal was recommended by treating physician. Additional surgery on (B)(6) 2014: salpingectomy (unilateral), oophorectomy (unilateral). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: plaintiff fact sheet (pfs) received- event injury to herself removed and new events entered: device migration, pelvic pain, abdominal pain, back pain, dyspareunia (painful sexual intercourse), menorrhagia(heavy menstrual bleeding), vaginal discharge, vaginal infection, fatigue, weight gain, weight loss, hair loss, and she did not undergo essure confirmation test. Patient demography added. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.